Event description:
It was reported that during the intra-aortic balloon (iab) therapy, blood was detected in the catheter lumen, along with red/rust-colored flakes in the helium tubing, following multiple catheter restriction alarms. No harm or patient injury was reported.

Manufacturer narrative:
Due to character restrictions in block e1 , e1 event site full name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4). In section d4 unique identifier (UDI) # is incomplete due to missing manufacturer and expiry date.

Manufacturer narrative:
The reported iab serial # (B)(6) but returned iab serial # (B)(6) and the returned iab was evaluated. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed at the rear seal of the membrane. The root cause of the reported failure "iab - leak, blood in tubing & alarm, catheter restriction" was the leak at the rear seal area. This damage occurred after shipment of the device. The ohr was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released, once during production and once during qc inspection. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d4, d3.